Event description:
The customer reported that his insulin pump does not deliver insulin. The blood glucose reading was 600mg/dl. The time and date were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Further troubleshooting was declined as customer requested a replacement of the device. The customer mentioned that there were multiple air bubbles in the infusion set tubing close the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.